Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, g.2, h.6.

Event description:
Patient representative reported "hematoma" and "fibroadenoma.¿

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the photos identified white tissue on the shell and an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. The event of capsular contracture baker grade iii-IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii-IV and rupture.

Event description:
Physician reported capsular contracture baker grade iii to IV and rupture. The implant is fully destroyed and silicon leaked. The capsule is ripped on various sides. The device was explanted and replaced with a non-allergan device. Right side.